Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e1002 is being used to capture the reportable event of pain, abdominal. Patient code e2330 is being used to capture the reportable event of pain. Patient code e172001 is being used to capture the reportable event of abscess. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a spaceoar placement procedure was performed on (B)(6) 2023. The patient received radiation therapy from (B)(6) 2023. The patient experienced rectal wall injury, removal of part of his bowel, abscess and pain. Around (B)(6) 2023, the patient developed abdominal/rectal pain, pain when sitting, and painful bowel movements. The patient reported to call the physician, who recommended pain medication and stool softeners. On (B)(6) 2023, the physician performed a sigmoidoscopy and computed tomography (CT), the patient was informed that the hydrogel failed to dissolve and invaded the rectal wall. On (B)(6) 2023, the patient was admitted to the hospital, additional imaging was performed, and it was confirmed that the hydrogel did not dissolve as intended and invaded the rectum/bowel. On (B)(6) 2023, the patient received surgery to remove the spaceoar hydrogel and remained in the hospital until (B)(6) 2023. The patient required an ostomy bag and required medical care as a result of the rectal wall invasion.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Phone: (B)(6). Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Device code a04 is being used to capture the reportable event of gel lasts too long. Patient code e1002 is being used to capture the reportable event of pain, abdominal. Patient code e2330 is being used to capture the reportable event of pain. Patient code e172001 is being used to capture the reportable event of abscess. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (impact code) has been corrected.

Event description:
It was reported that a spaceoar placement procedure was performed on (B)(6) 2023. The patient received radiation therapy from (B)(6) 2023. The patient experienced rectal wall injury, removal of part of his bowel, abscess and pain. Around (B)(6) 2023, the patient developed abdominal/rectal pain, pain when sitting, and painful bowel movements. The patient reported to call the physician, who recommended pain medication and stool softeners. On (B)(6) 2023, the physician performed a sigmoidoscopy and computed tomography (CT), the patient was informed that the hydrogel failed to dissolve and invaded the rectal wall. On (B)(6) 2023, the patient was admitted to the hospital, additional imaging was performed, and it was confirmed that the hydrogel did not dissolve as intended and invaded the rectum/bowel. On (B)(6) 2023, the patient received surgery to remove the spaceoar hydrogel and remained in the hospital until (B)(6) 2023. The patient required an ostomy bag and required medical care as a result of the rectal wall invasion.